Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The tube was discarded therefore unavailable for failure investigation. Info has been added to the database for trending purposes. This report is regarding the 4th of 4 tubes as initially reported on 2936999-2011-00465.

Event description:
The caller reported that a pt had 4 consecutive 3.5 neo tracheostomy tubes each with an incorrect curve. The caller stated that the pt noticed that these veered to the left. Each issue required recannulation of the pt. Each was placed in the pt briefly before being replaced. All of the trachs were thrown away. No expiration dates are available.